Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. There was blood leaking around and out of the threading on the arterial header of the dialyzer. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by mfrdevice evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, coagulated blood was observed between the header end cap threads on the cavity ID end of the dialyzer. There was no damage or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test. The physical integrity of the dialyzer remained intact; an external leak was not observed during testing in which the dialyzer was submerged in water and pressurized incrementally from 4.0 to 15.0 psi, possibly due to the coagulated blood. The dialyzer was then subjected to disassembly for further visual examination. The sonically welded cavity ID end screw flange was removed. Upon removal of the header end cap, a pe/pu sliver was identified between 270 degrees and 0 degrees with the dialysate ports at 0 degrees. The pe/pu sliver lay across the potting cut surface, extending under the o-ring and down between the housing threads and screw flange. The inferior surfaces of the polyurethane (pu) were then visually examined on both ends for voids; no voids were observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.